Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fluid in it. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e2, e3, g4 g7, h2, h10, h11. Corrected fields: d10, d11, h3, h6 (component codes, medical device ¿ problem code). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed severe damage to the iabp unit from a blood back event. The fse observed that all circuit boards with the exception of the front end board and executive processor board were salvageable. At this time, the customer has denied repair of the iabp unit due to cost and is looking into purchasing a new iabp unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had fluid in it. No patient harm, serious injury or adverse event was reported. Onsite confirmed device had severe damage to system from blood back. All boards except front end board and executive board were salvageable. Customer denied repair due to cost and will look into purchasing new pump. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. H3 other text : customer denied repair due to cost.